Manufacturer narrative:
Device received with stripped battery cap coin slot noted. Pump received with no button response on esc and act button due to flattened dome switch. Connector was inspected and locked on lcd board noted. Unable to verify no delivery alarm or battery last less than expected due to keypads not responsive.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were harder to press. Customer also stated that insulin pump had rejected new batteries, had cracks in battery cap and had no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.